Manufacturer narrative:
(B)(4). The event date was corrected to unknown as per acct manager reply. Event description was updated to reflect this change.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt popped. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The event date is unknown.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt popped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection showed no tears in the seam of the silicon balloon. The balloon appeared to be intact. An inflation test was conducted, showing no signs of balloon popping or leakage. Upon inspection, it was determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Slight buildup of tissue and blood were observed on the jaws. The shaft appeared to be bent in the middle. No other visual defects were observed. Based on the return condition of the device, the reported failure mode "balloon popped" is not confirmed, but as analyzed failure mode of "detached wire" and "bent shaft" was confirmed. Both analyzed failures are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt popped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt popped. A replacement device was used to complete the procedure. The hospital did not report any patient effects.